Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: pain, migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor memorygel, 500cc silicone breast implants which the patient reported pain in the left breast . Patient was in excruciating pain underneath the breast. Went to emergency room, had MRI done and showed the implant folded in half after implantation. As a result patient had the device removed and replaced with allergen device on (B)(6) 2019.